Event description:
It was reported that during a da vinci si myomectomy procedure, a wire broke on the mega suturecut needle driver instrument broke. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed a broken grip close cable at the distal idlers. The idler pulley spun freely and was not damaged. Cable segment was sticking out the instrument's wrist. Additional observations not reported by the customer were pulley damages. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Evidence not conclusive, but the pulley damages may be due to mishandling/misuse. The instruments & accessories instructions for use (IFU) specifically states: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.